Event description:
It was reported that a spectrum pump powered off without user input during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6) the device was received for evaluation. During functional testing, 'improper shut down, loses program' was confirmed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be stuck rear pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.